Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 500 mg/dl. The customer also believed they did not receive a 10 unit bolus they programmed. Customer reported treating their blood glucose with a bolus, but it their blood glucose would not decline. Customer also reported the insulin pump was stuck at .3 during the fill cannula process. Customer reported changing their infusion set. The customer declined to troubleshoot any further. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.